Event description:
It was reported that patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise. The rv lead was programmed asynchronously. Subsequently, the rv lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.